Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was 71 mg/dl. The drive support cap was normal. The customer was unable to successfully clear the alarm. The customer was unable to complete insulin pump rewind. Customer stated that fill cannula was not recorded in daily history. The customer was advised that the insulin pump will need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.